Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter (aus). There was found to be a small hole in the pressure regulating balloon which caused a fluid leak. The pressure regulating balloon was explanted and a new one was implanted. No patient complications were reported.